Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The delivery system tether was broken/cut/pulled apart. The lumen of the delivery system was damaged. The delivery system tether was frayed. The delivery system outer shaft was torn/cut/ruptured. There was a mechanical problem with the inner shaft of the delivery system. The device cup of the delivery system was damaged. The recapture cone of the delivery system was damaged. There was an issue with the pull wire of the delivery system. There was an issue with the inner boss of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted a partial delivery system was returned in several pieces without the device, deflection wire and a partial tether. The delivery system handle was returned disassembled. The device cup was damaged and was cut apart and cut from the outer shaft. The outer shaft was removed from delivery system with the device cup cut off from the distal end of the outer shaft. The distal end of the outer shaft was cut open to 20.9 cm from the distal end of the cut outer shaft. The recapture cone was cut off from the distal end of the inner shaft. The tether lock housing was cut off from the proximal end of the inner shaft. The inner shaft had the deflection wire removed from the inner deflection lumen. The flush lumen on the inner shaft was cut open the entire length of the inner shaft. The deflection button spring was not returned. The deflection wire was not returned upon receipt and the deflection button was returned with the deflection wire removed from the deflection button. The inner boss was found removed from the inner shaft upon receipt. The recapture cone was damaged and was found cut off from the inner shaft upon receipt. Articulation and deflection testing could not be performed as only a partial delivery system in pieces was returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the tether was unable to be detached after deployment and when an attempt was made to retrieve the device, the tether broke. The broken part of the tether was scraped white and stretched , so it was deemed that it broke apart as a result of rubbing against the cup for a along time. The delivery system was used for implantation and subsequently removed. No patient complications have been reported as a result of this event.